Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights ¿ volista stando 600. The issue was not clear enough to establish if it affected device should be considered as risk related. Further information provided by getinge employee on (B)(6)2023 indicated the moisture occurred inside of the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is safety and risk related. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
The initial reporter was one of the or managers. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ volista standop 600. The issue was not clear enough to establish if it affected device should be considered as risk related. Further information provided by getinge employee on 17th january 2023 indicated the moisture occurred inside of the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is safety and risk related. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert established that according to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility , it is a phenomenon external to the device. This problem is not related to the device, the surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).